Event description:
As reported by navilyst medical's distributor in (B)(6), their customer has indicated that the fluid delivery set "is different to previous sets and is line is pulling in bubbles - causing system to be filled with bubble during case." No patient injury was indicated. Navilyst medical is attempting to obtain additional information and/or the device sample, if available.

Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The (B)(6) 2015, navilyst medical complaint report was reviewed for the fluid delivery sets product family and the failure mode "air bubbles noted." No adverse trends were identified. The reported complaint description cannot be confirmed, no sample was returned. Without receiving product for evaluation, we are unable to definitively determine a root cause for this incident.

Manufacturer narrative:
The investigation into this event is on-going. Upon completion of the investigation, a supplemental medwatch will be submitted.